Event description:
It was reported that there was a over-voltage error on the 9800 system, also there was arcing of the high voltage candles on the tube. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage candles were cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.